Event description:
Following the information gathered, customer reported problem with mattress. No indication of patient involvement. No one got injured. During visit technician observed the bed "locking up", unintended up movement of the bed occurred, even though no commands were given. All bed lights were flashing. During device evaluation bed "locking up" was not recreated. Unintended movement of the bed with all lights flashing was recreated. Additionally, error code e300 was present. The review of complaints and device inspection results indicates that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. Based on the investigation findings, the component failure caused by normal wear of the part cannot be ruled out.

Manufacturer narrative:
The instructions for use for citadel bed (IFU, 830.213-en rev. 13) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. IFU also contains information about error code e300 - "control button is depressed for more then 90 seconds". If removing pressure from control buttons doesn't clear the code, arjo approved service agent should be called. To sum up, the arjo device failed to meet its performance specification since one of the buttons was stuck. There was no indication of the patient's involvement. The complaint was assessed as reportable due to allegation that bed was moving without any commands being given.